Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was hospitalized; cause was not known. A bg value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.